Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 0002938836-2019-14167.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3008377825-2019-00001. It was reported that when the patient presented in the hospital for lead replacement, noise and high, out of range, low voltage lead impedance were observed on the rv lead. Gradual rise in impedance in the last few months was noted. Programming change was made before. The rv lead was explanted and replaced. The patient was stable.